Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: what was the date of the initial procedure, mastectomy? (B)(6) 2018. What date was the clogged drain noticed? (B)(6) 2018. Are there any photos available of the clogged drain? No. Was there any medical intervention performed due to the clogged drain? If yes, please state details. Yes. Surgeon intervened by placing another drain in the patient on the floor of dept. Was the drain removed and replaced? If so, was that performed surgically? Drain was removed and replaced. Performed on the floor of the dept. What is the location of the drain? Lateral aspect of breast axilla. Where exactly was the surgicel powder used? Breast pocket. Was excess powder suctioned away? No. What are the patient¿s demographics? (Age, date of birth, bmi, past medical history) unknown. What is the lot number of product used? N/a. What is the patient¿s current status? Drain still in patient and recovering on the floor. What is the surgeon¿s etiology of the event? Used powder before inserting drain in patient. Powder along with he drainage from the surgical site resulted in the drain clogging.

Event description:
It was reported that the patient underwent a mastectomy procedure on (B)(6) 2018 and absorbable hemostat was used. The absorbable hemostat was inserted prior to the drain insertion. The drain was placed in the lateral aspect of breast axilla. The absorbable hemostat was used on the breast pocket. Post operatively, on (B)(6) 2018 it was noticed that the absorbable hemostat clogged the drain. The surgeon intervened by removing the drain and replacing another drain in the patient on the floor of the department. The surgeon¿s etiology of the event was that the absorbable hemostat was used before inserting the drain in the patient and the absorbable hemostat along with the drainage from the surgical site resulted in the drain clogging. At the time of the report the drain was still in the patient and the patient was recovering on the floor. Additional information has been requested.